Event description:
Customer reported a no delivery alarm during a manual prime. Customer's blood glucose was 163 mg/dl. The customer did not have the insulin pump on her to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.